Manufacturer narrative:
The final investigation was completed and the reported issue was confirmed via analysis of data provided by the user.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced the zoom suddenly stops or the zoom unexpectedly retracts during use. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced the zoom suddenly stops or the zoom unexpectedly retracts during use. There was no patient involvement.